Event description:
The expected residual volume of the pump reservoir was 2 mls; the actual volume was 19 mls. There were no alarms. No diagnostic studies had been performed at the time of the complaint. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).